Manufacturer narrative:
Unit received with broken off end cap. Unable to complete functional testing including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test due to broken off end cap. No loose drive support disk noted during visual inspection. Unit was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin properly. The insulin pump alarmed no delivery. Customer's blood glucose level was 400 mg/dl. The drive support cap was loose and coming out of the insulin pump. He dropped the insulin pump on the bathroom floor the day before. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.